Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) range of 300-500 mg/dl and reportedly felt very ill due to bg level. The customer completed multiple supply changes to address occlusion alarms. Tandem clinical support team attempted to contact customer on multiple occasions to discuss occlusion alarms; however, customer did not respond.